Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst indicated the device implanted for 101.7 months exceeding expected longevity of 70 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.